Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the right-side l5 set screw was loose and not engaged in the tulip. The zyston cage had backed out and was partially in the vertebral canal. During the revision surgery, the surgeon removed the cage and manually tightened down each set screw under direct vision. There was no delay in the surgery or additional impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Additional information: (ethnicity). The device was not returned for evaluation; however, x-rays were provided showing that the closure top had backed out of the screw tulip head post-operatively. The lot number was not provided so the manufacturing records could not be reviewed. The labeling was reviewed and found to include post-operative migration as a possible side effect. With the limited information available, a cause cannot be conclusively determined.

Event description:
It was reported that the right-side l5 set screw was loose and not engaged in the tulip. The zyston cage had backed out and was partially in the vertebral canal. During the revision surgery, the surgeon removed the cage and manually tightened down each set screw under direct vision. There was no delay in the surgery or additional impact on the patient. This is report one of two for this event